Manufacturer narrative:
Additional, changed data: h.2, h.6. Corrected data: b5. Device evaluation: visual analysis of the photographs identified: red particle material on the shell. Opening. Creases. Red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on left side, device remains implanted. The device may have caused or contributed to the adverse event and therefore should be considered device related.